Event description:
N/a.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) battery charging indicator malfunction. A getinge field service engineer evaluated unit found that the led indicators did not work properly. Label battery charging replaced. No personal injury occurred. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department inspected a label, battery charging p/n 0334-00-1593 and observed the wires in the led sticky pad has been broken. The label, battery charging could not be tested due to the broken wire (see attached pictures). Retaining the label, battery charging in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿¿impossible to define¿¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during new equipment installation, the cardiosave intra-aortic balloon pump (iabp) was found to have led indicators that did not work properly. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in sire name: (B)(6) hospital of guangzhou university of traditional chinese medicine. Due to character restrictions in. Address: 63 duobao rd, liwan district, guangzhou, guangdong province. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that new equipment installation, the cardiosave intra-aortic balloon pump (iabp) was found to have led indicators that did not work properly. There was no personal injury reported.